Event description:
It was reported that on (B)(6) 2012, the pt stopped having access to sound. One week before, she started to have a decrease in her performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.